Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the blue (+5v) wire was open inside the cable connecting the distribution node (dn) and ECG electrodes c and d. The cause of the constant gong alarms and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.